Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7113948 / 7114328.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted device components were not returned as they were disposed by the facility.